Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported that they were going to have their pump removed "soon". They stated they had been in "hell" for the past 6 months. The patient re-stated they were going to have back surgery and that they were in throbbing pain. The patient re-stated they had numbness in their lower extremities and it looked like there back had been crooked. Initially they had been diagnosed with a slipped disk and had been prescribed muscle relaxers and rest.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a consumer (con) said ¿I'm asking for accountability for your product, which has been recalled by the thousands for defective batteries, stalls, over-infusions, deaths, alarms occurring after mris, etc.¿ the patient stated that the latest recall notice was sent out in dec 2023 for alarms occurring after mris, after previous recalls almost yearly. The patient said, my device was included in a class ii recall that was sent out "in a letter to all customers", that I did not receive. The patient said, ¿I was never told that dilaudid was not approved for use in this device. The patient stated that her physician will be in touch with your medical affairs department to discuss. ¿I will be having the pump removed as soon as possible. I will be advocating for others that have this device as well. This is not going away, and I am filing a lawsuit against medtronic. I've been in literal hell for six months.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a consumer (con) indicated that the patient was seeking appropriate legal advice. The patient was asking any information on known complications or risks associated with this drug delivery system, particularly concerning musculoskeletal, gastrointestinal, and genitourinary effects. They would also appreciate understanding what steps medtronic is taking to address and investigate adverse events related to these devices. The patient said, ¿it is vital for both myself and medtronic that any safety concerns regarding this device be thoroughly investigated and addressed.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported the patient had experienced symptoms since receiving the implant. The patient re-reported they developed scoliosis and suffered a fractured at the l3-l4 level which will require corrective surgery. The rapid onset of spinal issues had impacted the patients life. The patient stated they had lost feeling of their bowel and bladder and needed daily enemas and catheters. Additionally they had no feeling in their toes, heel, and parts of their right leg. The patient reported that each day they get weaker and more reliant on supportive devices including a brace and cane for ambulation. The patient had also experienced pain and swelling and the pump site and pain of the back and abdomen. The patient stated they dreaded waking up everyday and it had been a horrible way to live.

Event description:
Additional information received from a consumer (con) re-reported that they developed rapid scoliosis and experienced a back fracture after the pump had been implanted on (B)(6) 2023. The patient stated they had no prior history of spinal issues. The patient stated they had a spine curvature that went from 0% to 34% overnight. The patient stated they have had endless pain, doctor visits, medications, physical therapy, limited mobility, extreme difficulty with walking, and wearing a brace. The patient had been scheduled for surgery on (B)(6) 2024 to correct there scoliosis. The patient additionally reported they had a cerebrospinal fluid leak a couple weeks after implant that had to be reduced twice. The patient reported swelling at the pump and catheter site. The patient had several MRI and they system did not appear to have migrated and the catheter tip was in the correct position. Information omitted pertaining to pe707157871 - motor stall.

Manufacturer narrative:
Continuation of d10: product ID: 8780 lot#serial#: (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.